Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no problem. It was determined that the device functioned properly and met manufacture's specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an anterior cruciate ligament (acl) reconstruction surgery, it was observed that the console device would not work (spin). It was further reported that the device was not providing adequate power to the handpiece device. As a result, there was a two minute delay in order to obtain a spare device. The surgery was successfully completed. There was patient involvement reported. There were reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.